Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found that the inner insulation was abraded at 82.2 cm to 82.9 cm, 80.6 cm to 81.0 cm and 80.7 cm to 81.0 cm from connector pin. The outer insulation was abraded at 79.7 cm to 79.9 cm, 78.8 cm to 79.3 cm and 78.7 cm to 78.8 cm from connector pin caused by friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.